Manufacturer narrative:
Bci field service engineer (fse) was dispatched for this event. Fse verified the liquid waste pathway and no issues were noted. Waste bottle fittings, waste filter bottle and the analyzer waste fittings were checked for leaks. No leaks were found. Fse performed vacuum test, which passed within instrument specifications. No kinks were found in tubing. Definitive root cause for this event has not been determined at this time.

Event description:
A customer contacted beckman coulter inc. (Bci) to report that the access 2 immunoassay system liquid waste bottle "exploded" during routine operation. No one was in the room when the event occurred. No reports injury have been reported in connection with this event.